Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post operatively, and was repositioned before the patient was removed off the table. The ra lead remains in use. No patient complications have been reported as a result of this event.